Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a continu-flo solution sets tubing separated from the male luer. This malfunction occurred during priming. The solution was observed to leak; however it was noted that there was no exposure to the patient or the nurses. There was no patient injury, medical intervention or adverse event associated with this event. The infusion was completed on a set with a different lot number without further incident. Additional information was requested and is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.